Event description:
Additional information received reported that new leads would be implanted on 2015 (B)(6).

Event description:
It was reported that the patient never had therapeutic effect. Imaging was done of the system and it was found that one side of the system had the lead superficial to where it should be located, approximately 0.5 centimeters, and the other side was about 1 centimeter superficial to where it should be located. The leads were removed on (B)(6)-2015. When the leads were removed it was found that, even though the stimlock support was closed, they were still able to pull the leads out and thus were concerned there was an issue with the stimlock system. The patient was going to have a revision on (B)(6)-2015 to pull the stimlocks. The patient outcome was not yet available since a later surgery was scheduled, so additional information will be requested at the appropriate time. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: 2012-(B)(6), product type: implantable neurostimulator. Product ID: 3387s-40, lot# v951526, implanted: 2012-(B)(6), product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va00v17, implanted: 2012-(B)(6), product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. (B)(4).